Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va006vq, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ¿implantable neurostimulator had not been working well for a year and a half.¿ the patient indicated ¿it had not been working right for them.¿ it was noted the patient was on a ¿program¿ to change programs every week and keep it for 1 week. The program the patient was on started two weeks prior and they were able to change from program 1 to 2. The patient was calling because when trying to change from program 2 to 3 they pressed the grey sync button and ¿got nothing.¿ the patient was seeing the ¿low programmer battery¿ screen on the programmer. It was noted the patient had changed batteries on the morning of the call. The patient placed new batteries in the programmer and it was working. During the call, the patient was able to change to program 3 and felt stimulation. The patient indicated ¿we¿re in business.¿ a little less than two weeks later, it was reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2014 was noted. Additional information received from the consumer implanted for gastrointestinal/pelvic floor reported they ¿never really had any improvement¿ since implant despite reprogramming and settings adjustments every 3 months; there was only ¿some¿ benefit for the first month or two after implant. It was noted that the patient had a successful trial. The patient wore pads 24 hours a day, was soaked overnight with the heaviest of pads, and got up three times a night. Steps taken to resolve the overactive bladder included relocating implant, taking medication, and having new leads put in. Recently, the patient was on oral medication mirabetriq but was discontinued because it did not help bladder symptoms either and only caused dry mouth. The overactive bladder had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.